Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2009. It was reported that during a coronary stenting treatment procedure, the stent was unable to cross the lesion and the shaft bent. The lesion was located in the proximal to distal right coronary artery. The lesion was predilated with a 2.0x15mm non bsc balloon. A 2.75x24mm veriflex (liberte) bare metal stent was deployed in the lesion. A 3.00x28mm veriflex (liberte) bare metal stent was advanced to the lesion but could not cross. The lesion was again predilated and the physician attempted to again cross the lesion with the stent. While attempting to cross the lesion the proximal shaft of the stent delivery system was bent. The procedure was completed with a 2.7x28mm and 4.0x32mm veriflex (liberte) bare metal stent. No pt injuries or complications occurred. Pt status is satisfactory. Product analysis revealed a shaft fracture.

Manufacturer narrative:
A break was noted in the hypotube shaft approx 50cm proximal to the tip. The proximal section of the break including the hypotube, strain relief and hub were not returned for analysis. A microscopic examination of the break site found that the break occurred as a result of a severe kink that occurred in the shaft. A severe kink was noted approx 5mm distal to the break site, in the hypotube. An examination of the profiles of the crimped stent balloon and tip sections of the returned section of device, found no issues with their profiles. The mfg records were reviewed and no issues on discrepancies were found and met all specs. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).